Manufacturer narrative:
Product ID 3587a, lot# l91984, implanted: 2002 -(B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient was unable to adjust stimulation and had poor communication with the antenna. They were also seeing a 574 error message. They did not know when the last time was they felt stimulation and the stimulator was not working. No cause, interventions, or outcome was provided however additional information has been requested. If received a follow-up report will be sent.

Event description:
Additional information received reported that the patient called on (B)(6) 2015, stating that she lost the programmer for the scs device. The patient called the manufacturer and a new device was shipped. The patient recovered without permanent impairment.